Event description:
Heartmate ii left ventricular assist device (lvad) with history of previous vad exchange and chronic (B)(6) driveline infection, presents with hemoglobinuria, lactic dehydrogenase 1,119, and plasma hemoglobin 15.5 in the setting of international normalized ratio (inr) 1.8 and aspirin 81 mg daily. Patient was declined for vad exchange at his home lvad center due to complexity and is presenting to this lvad center for 2nd opinion for surgical candidacy. Heparin bridging was started and lactic acid dehydrogenase (ldh) and hemoglobinuria improved while heart transplant evaluation was being conducted. Labs and vad stabilized to allow discharge, with scheduled readmission for surgery in several weeks. Patient underwent heartmate ii to heartmate 3 lvad exchange. Post op course was complicated by rv dysfunction requiring rvad x 8 days, and reoperation x 2 for postoperative bleeding. Discharged after completing heparin to coumadin bridge; aspirin 81 mg.